Event description:
Patient with iron deficiency anemia was receiving IV infusion of venofer 200 ml/hr volume to be infused 120 ml. Program selection was IV fluid and medication was venofer. When the infusion was completed at 10:45 am, the pump kept pumping air past the pump for approximately 46 inches. Air did not reach the patient. The patient was not harmed. The only alarm given was "end of infusion alarm." Nurse shut off pump and called biotechnician. Pump was taken out of service. Pump and tubing sent to hospira for investigation. ====================== health professional's impression======================unknown cause of air in line that was not detected by the hospira pump====================== manufacturer response for IV pump and tubing, symbiq IV infusion pump======================root cause of air in line is unknown.